Event description:
Stryker legal dept reported that the patient underwent for a revision surgery on (B)(6), 2011. The devices were implanted on (B)(6), 2005.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.